Manufacturer narrative:
The event is being reported at this time based on analysis results. Product analysis findings: the solitaire fr revascularization device was returned for analysis within a shipping box and within a resealable biohazard-pouch. The marksman catheter used during the event was not returned for analysis. The model and lot numbers were not provided for the phenom catheter; therefore, compatibility could not be assessed. The solitaire fr revascularization device was returned without its introducer sheath. The pushwire was found to be broken but retained by outer liner at ~159.0cm from proximal end. No bends or kinks were found with the marker coil. The outer shrink tubing was removed. No corrosion was found on the broken end of the pushwire. The solitaire fr stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken pushwire. Per the sem analysis report, fatigue cracking initiated from the wire surface is visible. The rest of the wire failed via overload. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance during retrieval¿ could not be confirmed as the pushwire was found to be broken. Therefore, the device could not be used for resistance testing. Resistance can be caused by compatibility, lack of continuous flush or extremely tortuous anatomy. Based on the device analysis and reported information, the customer¿s report of ¿kink/damaged¿ was confirmed as the pushwire was found broken. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire fr 4 experienced resistance in a phenom 21 microcatheter, and it was later found to be damaged. The patient was undergoing treatment for a mechanical thrombectomy. Patient medical history included stroke. It was reported that one pass was performed using the phenom 21 microcatheter and resistance was perceived. The physician replaced with catheter with a microvention .027 catheter, and the device traveled more smoothly. After two more passes the device was noted to have been broken and the plastic sheath was stuck to the pusher wire. The solitaire was replaced, the procedure was completed successfully, and a tici score of 2b/c was achieved. The patient did not experience any injury or complications. Additional information received reported that there was no kink or damage on the catheter. The tip of the solitaire sheath was secured into the hub of the microcatheter. It was stated the device was not flushed. Additional information received reported that resistance was felt in the middle part of the catheter.